Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation. However, the device has not been returned at this time. A follow-up will be submitted at the time of the product's return and evaluation.

Event description:
It was reported during hardware removal surgery that a driver tip broke while attempting to remove acumed device. The surgery was completed with a backup device resulting in no delay. No adverse patient consequences were reported.

Manufacturer narrative:
The reported 1.5mm cann. Quick release driver tip was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The 1.5mm cann. Quick release driver tip (part number ht-0915, batch number 280124) was examined visually under magnification and the batch number was confirmed. A torsional fracture pattern was identified at the hex portion of the driver. The driver tip was measured to determine the location of fracture. The driver measured 3.391 inches, indicating that the fracture occurred approximately .109 inches from the end of the driver's tip. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. It was reported that the fracture occurred during removal. During screw removal the amount of bone growth and adherence to the screw, and improper surgical technique are contributing factors to excessive torsional force. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 10 and 3331 investigation findings code (annex c): updated to 3243.